Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for cardiomyopathy. The patient was implanted on (B)(6) 2021 and explanted on (B)(6) 2021. It was reported that hemolysis was suspected due to blood sampling data (ldh increased) and urine color being reddish brown. Hemolysis was improved by upgrading to 5.0. There was no problem with the position of impella and there is no intracardiac volume or right heart failure, it is presumed that hemolysis was caused by the rotation of the impella. No further information was provided.